Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 397mg/dl at the time of the incident and troubleshooting was declined for the high readings. The customer's father stated that they were reporting a past event. The customer's father stated that the infusion set cannula was also bent. The customer stated that they resolved the issue by changing the infusion set and reservoir. The insulin pump will not be returned for analysis. The infusion set and reservoir will be returned for analysis.